Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device; however, the customer refused to pay for the repair. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed self-test. There was no patient involvement.